Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 04/12/2024, it was reported to zyno medical that there was an issue with one of the pumps the customer had at their facility. Customer stated that after a significant amount of time, the pump was not administering the medication and had not been dripping despite being programmed for several rate increases. The customer confirmed that there were no clamps closed and the patient's IV was without issue. When restarted, the pump began working and dripping as normal. During the 2 hours the patient was supposed to be receiving the medication there were not any alarms or notifications that there was an occlusion.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed four prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).